Event description:
It was reported that during a coronary stenting streatment procedure, the express2 stent embolized in the left main coronary artery. The physician was unable to retrieve the stent and the pt was sent to surgery. No additional info is available, despite several requests. Pt status is unknown.

Event description:
It was further reported that the physician initiated this multi-vessel intervention by using a 6f viking jl5 guide catheter and a 0.014" guidewire. A taxus 3.5/16 mm stent was successfully deployed in the left anterior descending coronary artery. The physician repositioned the guidewire down the circumflex coronary artery. The vessel was very tortuous and calcified. The physician attempted to direct-stent the proximal circumflex target lesion with the express2 4.0/16mm stent, but was unable to deliver the stent due to a bend in the vessel. While attempting to remove the express2 device, the stent embolized at the juncture of the left circumflex and the left main coronary arteries. The physician removed the guide wire and exchanged it for a choice pt guidewire and an 8f guide catheter. Attempts to snare the embolized stent were unsuccessful. The pt remained in stable condition without symptoms during this event. The pt was sent for CABG surgery with a successful outcome. The pt's current status is reported as 'fine' per the physician.